Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a leak forming a small droplet of liquid formed on the rear face of the bag. The leak size and magnitude may not have been detectable if present at the time of bag filling. Magnified inspection of the leak location identified a concave area of eva and a small stringer of stretched eva thread with a witness mark on the opposite side inside film face, which indicated a puncture of the empty bag. The manual add port cap had been removed, and the add port septum had been spiked. As manual additions to the tpn solution occur add part of statement about occuring after filling this indicates the leak was detected post manual addition of syringed ingredient. The size and the location of the puncture does not indicate a specific area of damage known to occur during the manufacturing process; therefore, the cause of the condition is unknown. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no.: (B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking near the hanger seam in the middle of the bag. The leak was discovered during compounding. This report documents no patient involvement or adverse events. No additional information is available.